Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Result: device subassembly=pcb abs module.

Manufacturer narrative:
A specific root cause could not be determined as the defective material was not available for further inspection. No adverse event was reported.

Event description:
The customer reported that they were receiving photometer alarms on the analyzer. The customer then powered off the instrument. When the instrument was powered back on, the customer could detect a smoke odor, but did not see any visible smoke. The customer then turned the instrument off. No adverse events occurred. The field service representative determined that either the pcb abs module or the abs lamp shorted out causing the error and damage. He replaced both the pcb and lamp. He performed measurement checks and an air/water calibration. He successfully initialized the system. The customer ran quality controls which were within range. The field service representative stated that the pcb abs module connector and abs lamp connector melted and fused together. This was the only damage that occurred.